Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone # (B)(6). Investigation summary: bd received five photos for investigation. The photos show eps beads on some of the samples and on the shrink-wrap, as well as some black fm inside the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.